Event description:
A physician reported a pt who was originally skin tested by another physician in 1997 (exact date unk) with negative results. The pt has had multiple collagen treatments without adverse response. On 29 may 1998, the pt was treated in the upper vermilion border, vertical lip lines, & in the upper lip. On 29 may 1998, the pt phone the physician with the complaint of pain & bruising at the upper lip. On 1 june 1998, the pt phone & reported the additional symptom of swelling of the upper lip. The physician prescribed lortab for the pt's pain. On 3 june 1998, the pt was examined by the physician who noted a 5mm slough on the left upper lip extending down into the lip mucosa. The physician believed the symptoms were a necrosis, & stated there were no signs of infection or cellulitis. The physician prescribed keflex, bacitracin, & vaseline. On 15 june 1998, the pt was examined by the physician who noted that the slough was "drier" & that the mucosal area wound "closure is completed." The physician prescribed topical cortisone cream on 15 june 1998. On 23 june 1998, the pt was examined & the physician noted the "lip wound" had healed, but with some residual firmness. No further medical or surgical intervention was planned or prescribed.